Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with complaints of fatigue. The patient's hemoglobin and hematocrit (h&h) were low and was transfused one unit of packed red blood cells (prbc). The patient's h&h remained low and received an additional unit of prbc. Intravenous protonix was initiated and gastrointestinal (gi) was consulted. Gi did not feel that an endoscopic intervention was necessary as there was no overt signs of bleeding. The patient was transfused two more units of prbc; the patient's h&h rose and remained stable. The account decided to give an octreotide infusion as outpatient. The patient was discharged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.